Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received for analysis. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with the pump. A partial separation, adjacent to confined abrasion, was noted on the exhaust tube of cylinder 1. This was not a site of leakage. Abrasion was noted on both cylinder exhaust tubes. A separation, adjacent to confined abrasion, was noted in the inlet tube of the reservoir. This was a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the reservoir inlet tube to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the cylinders stopped filling efficiently in november. There was damage to the tube near the reservoir, and "erosion white tubes" near the cylinders. The device was replaced.